Event description:
It was reported that reddish foreign matter was found on the hub and inner shield of the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter, translated from japanese: "the user found reddish fm adhering to several sites of the hub and the inner shield. The customer is concerned about the possibility that the products are being re-used and that the relevant fm might be blood.".

Manufacturer narrative:
One open 32g x 4mm pen needle and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and dark brown material was observed inside the hub and on the shield. Ftir analysis was carried out and the most likely source of the material would be from use of the needle during injection. No DHR review can be carried out as lot number is unknown. Based on the ftir analysis this cannot be confirmed to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that reddish foreign matter was found on the hub and inner shield of the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter, translated from japanese: "the user found reddish fm adhering to several sites of the hub and the inner shield. The customer is concerned about the possibility that the products are being re-used and that the relevant fm might be blood."